Event description:
The report co received from the affiliate indicated that during a pta to a right antebrachial shunt, the balloon burst below rated pressure. There was heavy calcification, slight vessel tortuosity, and 90% stenosis at the target site. The pressure at which the balloon burst is not known. The procedure was successfully completed, but there was no information available as to what product was used. There was no reported adverese consequence to the patient. The product is not available for evaluation and testing.